Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the severely calcified mid right coronary artery. A 2.75x24 synergy drug-eluting stent was advanced to treat the lesion. However, during insertion of the stent through the femoral sheath, resistance was encountered at the kink site of the sheath and the stent was dislodged in the proximal part of the guide catheter. The stent was completely removed together with the guide catheter. The procedure was completed using a new synergy stent. No patient complications were reported.